Manufacturer narrative:
H4: the lot was manufactured from april 7, 2020 - april 8, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2021. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as "still contains an important rest volume". The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.